Manufacturer narrative:
The reported event of a low temperature could not be reproduced during the hardware evaluation. The generator successfully executed the power on self-test. All modes were tested (sensor, motor, lesion and pulsed) with all ports simultaneously monitored for temperature and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the reported low temperature and subsequent delayed procedure was unable to be confirmed. The returned product functioned properly during the evaluation.

Event description:
During the procedure, the probes were not reaching temperature despite multiple attempts. As each probe started to heat up the previous probe would lose heat. The radiofrequency ablation was completed by using each individual level as a single level which resulted in a delay of the procedure. There were no adverse consequences to the patient.